Manufacturer narrative:
The device has been returned and a product investigation completed for it. This is additional relevant information for the complaint. This supplemental report is being submitted to provide this information. The actual device lot # is updated to kr880179. The manufacture date is not available. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and there is normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit is broken, the probe tip piece was returned to mqsj for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation the cause for the broken probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
There is no patient or event information available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic procedure part of the jaw of the device fell into the patient. The broken part was retrieved. There was no adverse impact to the patient.